Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high capture threshold and low sensing were observed. The physician opted not to check or change the lead, because the patient's condition is good and stable. The lead remains implanted.